Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of a mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath relative to a balloon angioplasty of the contralateral superficial femoral artery procedure. Reportedly, during clip deployment, the vessel locator wings did not collapse, the starclose se device could not be removed from artery. The safety release was used to remove the starclose se device. No pedal pulses were noted. No blood flow was detected upon device removal and was confirmed via ultrasound. An open surgical repair of the artery was performed, which was also due to previous procedures and vessel damage/scarring from previous access involving an open cut-down large hole procedure. The clip was not able to be visualized on the vessel after the cut-down and could not be found. Hemostasis was achieved via surgical repair of the artery with a graft bypass. Additional sedation and antibiotics were administered. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty removing the closure device and vessel locator wing retraction problem could not be replicated in a testing environment as they occurred during the procedure due to procedure circumstance. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. In this case, it appears the reported event was due to interaction with patient tissue and the device was successfully removed after use of the access ports. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty removing the closure device, vessel locator wing retraction problem and tissue damage appears to be related to interaction with the patient tissue. A conclusive cause for the reported patient effect of diminished pulse and dissection, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
The open surgical repair of the artery was performed to treat the dissection in the external iliac, which according to the physician was more than likely caused by the starclose se. No additional information was provided.